Manufacturer narrative:
Citation: alexandra j. Lansky. Neurologic complications of unprotected transcatheter aortic valve implantation (from the neuro-tavi trial). Am j cardiol. 2016 nov 15;118(10):1519-1526. Doi: 10.1016/j.amjcard.2016.08.013 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding neurologic complications of unprotected transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2014 and 2015. The study population included 44 patients (predominantly male; mean age 83 years), 15 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: valve-in-valve, conversion to surgery, permanent pacemaker implant, stroke, life-threatening bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.